Event description:
It is reported by pt's medical records that pt underwent a right hip arthroplasty in 2005. Post-op, he experienced pain and was revised in 2006 by a dr. It was noted that the stem was grossly loose.

Manufacturer narrative:
Eval summary: no product was available for eval. Also, no x-rays were returned for review. The device was in vivo for approximately 1 year and 1 month. The surgeon reports that the stem was grossly loose. The provided operative notes do not seem to indicate any probable cause. Possible reasons for the stem loosening could be due to (but not limited to) the following: inappropriate size of stem for femur, over-sized femoral cavity from incorrect preparation technique, incorrect reamers/rasps, unexpected mechanical properties/mechanical response of the pt's bone (i.e. Viscoelasticity), etc. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.